Event description:
It was reported that a pericardial effusion was noticed during an atrial fibrillation procedure. The caller reported that the patient had a drop in blood pressure towards the end of the case. The caller reported that the pericardial effusion was confirmed with ice. The caller reported that the pericardial effusion was further confirmed with a transthoracic echocardiogram. The caller reported that the case was completed and the patient was removed from the room. The caller reported that no medical intervention was provided to the patient initially. The caller reported that about 30 to 45 minutes later, the patient complained of a lot of chest discomfort and all-over body pains. The caller reported that the transthoracic echocardiogram was used and it was noticed that the pericardial effusion was a "bit larger." The caller reported that the medical intervention provided was a pericardiocentesis and that 250 ml of fluid was removed from the patient. The caller reported that the last known patient status was stable. The caller reported that the only bwi product inside of the body when the injury occurred was a sterilmed reprocessed ice catheter. The caller reported that the sterilmed ice catheter was placed back for reprocessing. The caller reported that the octaray catheter was used during the case but the octaray catheter was not in the body when the injury occurred. The caller reported that the octaray catheter was discarded. The caller was unable to provide the information/details for the sterilmed ice catheter or the octaray catheter. The caller reported that the farapulse system was used for ablation and that petal xml was used. The caller reported that the carto 3 system was used for mapping. Css tb was consulted. Css tb advised to save the adverse event under the octaray catheter and carto 3 system. Dispatch approved by css tb. Software version confirmed 8.1.1.944. The most suspected device is the farawave pfa ablation catheter (boston scientific) as this catheter was used during the event and the physician had been manipulating the farawave catheter in the left atrium (la) when the event occurred. The sterilmed inc. Device was sitting in the ra when the event occurred.